Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. However, the helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. It appeared the helix was able to be retracted at the explant procedure. Moreover, measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. No rv lead replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. No rv lead replacement. No additional adverse patient effects were reported.